Event description:
The article, ¿a case series of novel technique of coronary protection for patients with low coronary height undergoing transcatheter aortic valve implantation¿, was reviewed. The article presented a retrospective single center study on a novel and simple strategy for protecting coronary arteries using simultaneous kissing balloon (skb) inflation during transcatheter aortic valve implantation (tavi). Devices included in this study were crown prt, perimount magna, trifecta, and sapien ultra s3. The article concluded simultaneous kissing balloon is a novel technique of coronary protection in patients undergoing tavi at high risk of coronary artery occlusion (cao). Further studies are required to establish the safety of this novel technique. [The primary and corresponding author was mohammad alkhalil, cardiothoracic centre, freeman hospital, newcastle-upon-tyne ne7 7dn, united kingdom, with corresponding email: mohammad.alkhalil@nhs.net]

Manufacturer narrative:
Summarized patient outcomes/complications of a case series of novel technique of coronary protection for patients with low coronary height undergoing transcatheter aortic valve implantation were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, chronic kidney disease, prior cardiac surgery, coronary artery disease, atrial fibrillation, aortic stenosis. Some of the complications reported were surgical intervention, hospitalization, stroke, general structural deterioration these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.